Event description:
A malfunction code "malf 9" was reported, but there were no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer technical support assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurs, which the caller acknowledged and understood.